Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified nor the type of foreign material, however based on the results of the investigation, the probable cause of the "clogged foreign material in the biopsy channel" malfunction would likely be related to the reprocessing that could not be conducted properly due to leakage in the biopsy channel. The event can be prevented by following the instructions for use which state: detection method is described in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the wrinkles in the insertion tube but could not confirm the foreign material inside the channel tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address: no.(B)(6).

Event description:
It was reported, the gastrointestinal videoscope had foreign material in the channel tube and wrinkles in the insertion tube. The issue occurred during reprocessing. There were no reports of patient harm.